Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer states that the door seal has came off of the door panel.